Manufacturer narrative:
The device and battery were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs and attributed to a software timeout depleting the battery. The device was put through extensive testing including bench handling and power cycling without duplicating the report. The main board and battery were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and power cycling without duplicating the report. An internal inspection found no discrepancies. The customer's battery was observed to be completely depleted (0%) and failed to power the unit on. The main board and battery were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.